Event description:
It was reported that the right ventricular (rv) lead had high impedance and thresholds due to an apparent fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID addrs1, implanted: (B)(6) 2008; product ID 4968, implanted: (B)(6) 2008. (B)(4).